Event description:
The original report stated that the swan-ganz balloon would not inflate and blood was returned through the lumen. When the product was returned, the distal tip of the catheter was missing. As reported, the catheter was used to measure cardiac output and pulmonary wedge pressure. The nurse attempted to inflate the balloon to wedge the catheter, met no resistance and was unable to obtain a wedge waveform when looking at the ge monitor. When she removed the syringe from the designated catheter port to release any air that could be trapped, she saw blood leak from the syringe designated pigtail. When the catheter was removed, the balloon tip was reassessed by injecting air into the designated port. The balloon tip failed to inflate. The catheter was in place for 39 days; the average number of times it was recorded as being inflated was 4-5 times/24hours. An intra-aortic balloon was in use at the time; the site of insertion was not specified in the report. No patient injury was reported.

Manufacturer narrative:
One catheter was received with an attached contamination shield and 3ml bd syringe. The balloon and tip were not returned with the catheter. The tip's edges also appeared rough at the break site. The inflation lumen was occluded with what appeared to be blood. All through lumens were patent without any leakage or occlusion. A slight indentation was observed approximately 83cm from the tip. Lot number was not provided, therefore review of the manufacturing records could not be completed. The report of balloon leakage could not be confirmed, as the balloon and tip were not returned. Attempts to confirm with the reporter how the catheter tip was broken were unsuccessful; however, as they indicated that the balloon was tested after removal from the patient, it seems unlikely that it separated inside the patient. Although the root cause of the damage cannot be conclusively determined, device handling may have contributed to the event. As stated in the product IFU, "the incidence of complications increases significantly with indwelling periods longer than 72 hours". No actions will be taken at this time.